Event description:
Caller states the patient tested 5.1 inr on the coaguchek xs system and 3.4 inr on a comparison lab. Caller states that the coumadin dose was held for the 2 days prior to the testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.